Event description:
Husband has power line almost 2yr we flush every couple of days, the last 5 times flushing he experiences yawning, severe coldness, severe shaking, severe whole body muscle cramps, nausea, then warmth all over, extreme weakness after these episodes, multiple testing to ensure no infection in the body or his lines. All negative, we have narrowed it down to the saline flush batch that we started using on (B)(6). We thought it was the heparin, but the last two flushes were saline only and then= same episode occurred. Saline lot# 4320557 bd manufacturer ref#306499 reported to the infusion pharmacy at (B)(6) on (B)(6) 2025 spoke with (B)(6) who suggested I report to the FDA website. Husband was seeing abdominal transplant every week and heart transplant monthly. Used with heparin lock to keep lines flushed.